Event description:
Da vinci sheath tip was burned away on the proximal part of the shaft. This was noticed when instruments were being cleared off the field. Doctor noted no harm to patient; however, surgeon will monitor patient.

Event description:
Da vinici sheath tip was burned away on the proximal part of the shaft. This was noticed when instruments were being cleared off the field. Doctor noted no harm to patient however surgeon will monitor patient.